Event description:
The customer reported that during a laparoscopic low anterior resection with colonic j-pouch, a regrasp alert was heard. After the alert, the jaws would no longer open and the cutting trigger would not function. No further info as to how the device was removed from tissue was available. There was no pt injury.

Manufacturer narrative:
Covidien reference #: (B)(6). Date of initial report: (B)(6) 2010. The handle latch on the incident device was open when received for investigation. There was no eschar between the jaws or in the knife track that would cause the jaws to not open or the knife not to cut. The handle latch was opened and closed multiple times without incident. The customer may have cleaned the device before returning it for evaluation. We were unable to determine the cause of the customer's report.